Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new rv lead with a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new rv lead with a different model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was surgically abandoned due to low amplitude. This lead was capped and will not be returned. No adverse patient effects were reported.